Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Unit was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window through reservoir tube, cracked battery tube threads, and cracked pump belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed button error. The buttons on the insulin pump did not seem to be working properly. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.